Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range impedance measurements greater than 2000 ohms, causing the device to switch from bipolar to unipolar configuration, which resulted in over-sensing, pacing inhibition and presyncope for the patient. (B)(6) technical services (ts) reviewed data from the device and found noisy signals likely due to unipolar configuration, and also indicated that for the past 12 months, the rv pacing impedance trend includes high impedance peaks. Upon further troubleshooting and device interrogation, no noise or abnormalities were observed when in bipolar sensing. Ts has two hypotheses for the reported observations; the first one being lead damage and the second one is a fretting problem between the lead and the device header. Further troubleshooting steps were provided in order to evaluate system integrity and if abnormalities arc found, ts recommended lead replacement. At this time, no further information is available. Evidence suggests that this patient was hospitalized as they are pacing dependent. This lead remains in service and no additional adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).